Manufacturer narrative:
Device evaluation of belt is underway. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt did not pass essential performance testing. A root cause investigation is underway. Investigation underway. There were no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt was unable to complete an ECG fall-off test. The cause for the failure was isolated to a defective q1 and c9 component on the ECG "c". The root cause for the defective components could not be positively identified. No adverse event resulted from the damaged belt. Device evaluation of belt is underway. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt did not pass essential performance testing. A root cause investigation is underway. Investigation underway. There were no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs. A us distributor reported that an electrode belt had non-functional ecgs.